Manufacturer narrative:
Because multiple serious injuries resulted, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report.

Event description:
It was reported that a pt developed a burning sensation in the mouth three days following placement of two ankylos plus implants. As a result, the pt was administered an antihistamine injection and avil (pheniramine). The symptoms resolved ten days later. The implants were removed approx ten weeks after placement due to post surgical soft tissue inflammation, infection, and an allergic reaction to titanium.